Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the surgeon started the first firing with the new handle until the first squeeze crunched badly. However, the tissue (distal the first part of staple line) had been ¿deserosa¿. Then in the next firing, they realized that the cartridge had not been fired while every thing was fine. The surgery was extended for more than thirty minutes. They even tried another cartridge, but the same thing happened again, so they had to change the handle. The mentioned defect led to stop the procedure till a new handle arrived. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.